Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. There were no audible tones due to a failed electrical connection due to a crack in the solder. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 09/06/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the display screen was dim and discolored. A test display was used for investigation and was found to function appropriately. The pump powered on to the verify screen but had no audible tones. The pump cover was removed and a failed electrical connection was found in the audible alarm circuit due to a crack in the solder. Unrelated to the display and audible tones issue, the keypad cover was found to be missing from the pump. All of the keypad buttons were unresponsive during testing. The key contacts were missing or misaligned and the keypad flex was damaged. The keypad was removed and there was evidence of contamination found under all buttons. Also unrelated, evaluation revealed a cracked battery compartment. Moisture corrosion was visible in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.